Event description:
It was reported that patient called for further training on his inflatable penile prosthesis (ipp). Patient liaison answered his questions and recommended that he contact his dr. For the soreness that he is describing on his lateral left tip. He states that the tip of the device appears to be poking out the side. He denies redness/swelling/drainage or fever, but states that it became very sore after he left the device up for one hour yesterday. He will patient liaison if he has any further questions or concerns. Physician states patient is doing fine. He took physician recommend 30 min/day device cycling to mean, 30 min is good, 1 hr better, 2 hr is superb. He is just a little sore from that and there is not device erosion.